Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the entire shaft found no kinks or damage along its length. An examination of the balloon found no damage. The balloon did not appear to have been subjected to any positive pressures and was tightly folded around the shaft. The stent was detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right iliac artery. A 8.0x40x75cm express® ld iliac / biliary stent was advanced to the lesion however, the stent came off from the balloon before it reached the target lesion where it will be deployed. The physician used an unspecified size v-18 wire and an unspecified sterling balloon catheter to capture the stent. It was deployed in the left iliac artery supposed to be in the right iliac artery. The procedure was completed with another of the same device. There were no patient complications reported and patient¿s status is okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right iliac artery. A 8.0x40x75cm express® ld iliac / biliary stent was advanced to the lesion however, the stent came off from the balloon before it reached the target lesion where it will be deployed. The physician used an unspecified size v-18 wire and an unspecified sterling balloon catheter to capture the stent. It was deployed in the left iliac artery supposed to be in the right iliac artery. The procedure was completed with another of the same device. There were no patient complications reported and patient¿s status is okay.